Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be interrogated through merlin even though interrogation was possible five months ago. The patient was brought in clinic and it was still unsuccessful. The patient is asymptomatic. The device was explanted and replaced. The patient condition is fine.